Manufacturer narrative:
Device was received with eri triggered and with battery voltage at eri level. Analysis performed in nominal settings including electrical and mechanical testing of the device did not find any anomalies other than device being in eri mode.

Event description:
It was reported that the patient's pacemaker had a malfunction. The device was explanted. No further information was available.